Manufacturer narrative:
Additional information.

Event description:
Clinical study patient ID: (B)(6). Additional information received indicating that on (B)(6) 2021, the patient developed atrial fibrillation that required cardioversion, apixaban, and a hold in plavix. The patient will be monitored on their follow-ups.

Manufacturer narrative:
An event of atrial fibrillation when the device was positioned was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2021, a 35 mm amplatzer pfo occluder was selected for implant. During the procedure, when the device was positioned, it was noticed that the patient was in atrial fibrillation with an heart rate around 130 bpm. The patient was treated with IV metoprolol and was then cardioverted to sinus rhythm. Bisoprolol was also prescribed and the patient will use a holter monitor. There was no delay in the procedure and the patient remained hemodynamically stable throughout. The patient is currently stable and has been discharged.